Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb2. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that batteries still lasts a few days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.